Event description:
A caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue occurred previously and was resolved by the customer independently by changing the infusion set and cartridge. Customer successfully resumed insulin delivery.